Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, damaged pdm and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient had a headache, lethargic, sweating and was nauseous. For treatment, the patient was given 2 bags of intravenous (IV) saline and insulin. The patient was given cordal and ratazine.